Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/9/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: lot number : unk: skmamh. H3 investigational summary: the product received for analysis was identified as product code pdp509g. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed near the tip and through the body of the needle. The needle was received in one piece, as the mating fracture surface was still attached to the main body of the needle. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fractured surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidentally to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported from the analysis of the returned product that needle breakage occurred, a fracture was observed near the tip and through the body of the needle. It was reported that a patient underwent an unknown surgery on (B)(6) 2023 and suture was used. It was found that the needle tip had been bent. There were no adverse consequences to the patient. Additional information was requested.